Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the harvester did not have adequate insufflation. Intervention, by using a bridging open technique, was required in this event by the practitioner to prevent a possible serious injury. Per robert langford clinical specialist, the tunnel insufflation performed normal for the dissection phase of endoscopic vein harvesting (evh). At the beginning of loading the harvester into the trocar, the tunnel would expand and collapse. The operator attempted to enter the operative tunnel several times but continued to have no opening and no visualization to pass the harvester rod. The incision was above the knee and longitudinal. Co2 settings were confirmed correct. All co2 tubing was replaced. The complete tower was replaced in the operating room. All attempts were not successful in maintaining the tunnel distention. Another vsp was opened into the field. The exact malfunction occurred with this second instrument. The operation was delayed 10 minutes, but caused no patient harm. The operation was completed without known injury to the patient.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. For this reason, terumo references evaluation codes. (B)(4).